Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The infusion set was changed to address the event. Reportedly, customer was hospitalized. Contact declined troubleshooting and declined to provide additional information regarding the event.